Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer stated that they were at the beach. They were connected to the insulin pump and took a shower. The insulin pump alarmed battery out limit and the customer changed the battery. Assistance was provided to clear the alarm. The time had changed by three minutes and the buttons were not responsive. The customer's blood glucose was 116 mg/dl. The customer stated that the insulin pump also alarmed button error. They stated that they were not in the waster; they removed the device. But they were near moisture at the beach, and the insulin pump was in their pocket. The customer stated that there was a light that was on, but turned off and the insulin pump vibrated three short times and it just stopped. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored and all operating currents tested within a specified range. No unexpected battery out limit alarms were noted. All buttons functioned properly. No button error alarm was noted. However, moisture damage was noted on the keypad traces. A cracked reservoir tube lip and a missing end cap sticker were noted during the visual inspection. No unexpected alarms or vibrating were noted.